Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
The tps universal driver was sent for evaluation because it was running on its own w/o activation during a shoulder procedure. The procedure was completed with an alternate device; no adverse event was associated with the device.